Manufacturer narrative:
The device was not returned for testing and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was in the emergency room. Device interrogation was unsuccessful and system evaluation noted pacing pauses. The patient stated the device was checked a couple of months ago and was at end of life (eol). However, the patient does not have any health insurance. The device was explanted without further incident.